Event description:
(B)(4). Initial report: this case was reported by a customer and involves a female. She had been treated with poly-l-lactic acid (sculptra) and suffered from formation of nodules and hardening. Further info was not provided. Addendum for follow-up received 11/27/2008, to a company rep the pt mentioned that she had received also injections with crosslinked hyaluronic acid. Addendum for follow-up received 12/02/2008 (B)(4): batch record review without hint to root cause; no faults, damages, defects detectable.

Manufacturer narrative:
Conclusion: no faults detectable.